Event description:
Npb received info that the hosp staff experienced a remote ventilator alarm malfunction; turned the remote ventilator off and did not replace it. Subsequently, a hosp staff member heard the achieva ventilator alarming upon entering the pt's room, determined that the pt had become disconnected from the ventilator circuit and expired.

Event description:
Customer has stated that the reported event was not associated with a malfunction or use of the nellcor purtain bennett product found in the initial medwatch.